Manufacturer narrative:
The device was not returned for evaluation.the device history record review showed no abnormalities related to the reported failure. The device manufactured passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Root cause analysis could not be completed at the moment. Device identifier 10381780253457.

Event description:
N/a

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp appeared to be loose in the attachment of the ratcheting teeth or swivel arm on (B)(6) 2019. It was reported that it was involved in an incident with a patient. Additional information has been requested.